Event description:
It was reported that during pcs case when battery was placed into stapler the stapler would not fire and the green check mark was already illuminated. They needed to open another stapler and use a different battery to get it to fire. The surgery was delayed by 30-minutes. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6)2022. Batch # unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a battery pack inside of a plastic bag, a box of product code cdh25p and a red plastic bag with a device inside it. However, the device cannot be assessed. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/22/2022. Additional information: two batteries were returned for evaluation. Visual inspection of the returned batteries was conducted. Visual analysis of the two samples revealed that the batteries arrived with no apparent damage. As no devices were received, no functional testing was completed. If returned, an analysis of the device will be completed. Based on the analysis of the batteries, no conclusion could be reached as to what caused the reported would not fire condition.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2022 d4: batch # u5cg5e investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. In addition, two batteries arrived with no apparent damage. The washer was not received and there was no staples present. The device battery was received and was analyzed separately with no findings to report. The device was tested for functionality using a test battery. When the test battery was installed, the green checkmark was illuminated, indicating the device had been fired. A reset battery was placed in the device in order to return it to the initial firing position. With the reset battery installed, the device could not be reset when pulling the firing trigger. The device was disassembled to verify the condition of the internal components. No apparent damage was present on the initial visual analysis of the internal components. The motor connector and flex circuit were confirmed to be fully seated. The stop switch was depressed by the actuator indicating the device had been fully fired. The next step of the analysis was to remove the proximal end of the flex circuit and place a shorting plug-in order to determine if there was a disruption of the continuity through the flex circuit. With the shorting plug placed, the device completed a firing cycle. This indicated that there is a disruption in the continuity somewhere in the device flex circuit. Visual analysis of the proximal end of the flex circuit was performed under magnification in order to determine if there were cracks present in the conductive traces. No apparent damage was seen in those traces. The flex circuit was then fully removed from the device in order to perform a continuity check with a multimeter. This check showed that there was no continuity across the length of the flex circuit. Further analysis with the multimeter focusing on the right and left side traces separately showed that intermittency was demonstrated by the flex circuit narrowing the crackdown to the right-side trace of the flex circuit. Visual analysis of the distal end of the flex circuit was performed next. Due to the solder present at this end of the device flex circuit, it is difficult to visualize potential cracks, however, a potential crack that the team identified, is circled in red. Based on the analysis above, the reported would not fire condition has been confirmed and has been identified as having been caused by the intermittency issue with the device flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.